Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and although the root cause of the coating delamination/detachment could not be determined, it is likely the issue was due repetitive use stress, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cystonephro fiberscope, the device insertion tube coating was found to be detached. There was no patient involvement, and no harm was reported as a result of the event.